Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 14-month follow up, transesophageal echocardiogram revealed a 6mm leak. No leak was observed at the 3-month follow up. The physician was recommended by the watchman field clinical specialist to perform computed tomography and restart the patient on either anticoagulant or double antiplatelet therapy, however it is unconfirmed if those actions were taken.

Manufacturer narrative:
Aware date used as event date is unknown.